Event description:
It was reported that during a structural heart ablation procedure, the cardioblate pen caused excessive tissue burning and emitted abnormal smoke when in contact with the tissue. Despite normal saline output and reducing the power to 16w, there was no improvement in the situation. The use of the device was unspecified. Medtronic received additional information that the customer reduced power, checked the saline, the circuit and the host connection/operator, adjusted the operation sequence and tissue contact point but the issue persisted. There was no high impedance observed. It was stated that the operator was experienced with the use of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the patient did not require additional treatment/intervention because of the burn. Correction additional codes imf (annex f) health impact: this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.